Manufacturer narrative:
This report is submitted on april 23, 2020.

Event description:
Per the clinic, it was reported that the device was explanted on (B)(6)2019, due to the patient experiencing infection, pain and a d performance decrement with device use. The patient was not reimplanted with another device, as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 25, 2020.